Event description:
It was reported that during a low anterior resection procedure, the anvil was attached to the device. Once the device was closed into the green zone, the adjusting knob started spinning and the device would not tighten down. The device was opened with difficulty. Another device was used to complete the case with no patient consequence.

Event description:
Reporter alleged that her husband found her unconscious, used aviva system to obtain a result in the 60-69 mg/dl range, and then he treated her with two shots of glucagon. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.